Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor glucose and blood glucose had big difference. Customer's sensor glucose was below 40 mg/dl and blood glucose was 117 mg/dl. During troubleshooting, customer mentioned to have blood glucose of 48 mg/dl. After troubleshooting, customer will not be returning the device for analysis.